Event description:
The customer reported the system displayed a collimator iris too large error message during a case there is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.